Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that caller told by pt that pt unable to charge ins and only getting message "can't communicate with device". Pt did not bring their wr9220 with them to clinic. Pt last charged her ins 10 days ago. This past saturday (B)(6) pt tried communicating with the wr9220 and pt's handset and communicator and had difficulty. Pt thought that pt saw that her ins was charged to 100% on her handset screen during these communication attempts but that didn't make sense to the pt since she would have expected her ins to be low or depleted by then. Today in clinic, handset will identify the ins sn but then won't find it. Caller also tried their clinic handset but with the same result. Pt has had a loss of therapy benefit and has returned to baseline symptoms. Tss reviewed need to charge ins and if pt has further problems that pt could call in for further troubleshooting. Pt reported they went to their doctor yesterday and the staff member at the doctors office could not connect to their ins either using the doctor's equipment. Pt reported their communicator said their implant battery is 100 but their ins has not been charged in about 10 days, it should have depleted. Pt also reported they have been symptomatic of utis and urinary issues. Pt said: somehow, for some reason their therapy got disconnected. Pt said when they checked, the handset showed stim was on they were on program 2 stim is on, pt said they checked right away it was on. Pt said, they turned it off and back on got that fluttering. Reviewed some possible reasons stim may have turned off but pt denied any of them could have happened. Pt reported 10 days ago when they recharged their ins had not been empty, they had not turned stim off for tests or procedures, they do not know how stim could have been turned off.  No further action was taken by patient services. The patient's relevant medical history included pt said they have guillain-barré syndrome their lower has more flaccid motor neurons, lower flaccid disorders. Pt reported prior to the ins pt had hydro necrosis of their kidneys from urinary retention and constant utis cystitis and a mild form of constipation. Pt said they had an ultrasound earlier this month that showed their hydro necrosis and cystitis seems to be resolving and their constipation has improved since implant too and their sexual function has improved. Pt said they think their s2 to s4 nerve functions were being depressed prior to implant. Pt reported they have experienced difficulty charging their ins. Pt said the charger fails to connect every once in a while they get the reset message to hold down the power button for 10-30 seconds.:3167 or they get recharge system error 1707 and 4100.pt reported the recharger has spent half an hour searching, circling, searching. Troubleshooting steps included: worked with pt to start charging their ins. Pt reported they connected right away, reported excellent connection and the ins battery was at 80 percent. During the call reviewed emi and possible reasons for recharging difficulty. Pt reported they usually do have their communicator turned on and near them when trying to recharge, they also have other electronics next to them. At this point pt reported their ins battery progressed to 90 percent, they could feel tingling that they were successfully charging, they did not have any fabric between the charger and their skin but they normally do. Reviewed some recharging best practices. The troubleshooting steps that were taken on the call resolved the issue.